Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced defective/damaged tubing. The following information was provided by the initial reporter: in the process of using sti , the extension tube at the small clip was broken on the next day. The nurse thought that the small clip was too sharp and easy to break the extension tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-18. H6: investigation summary: bd was able to confirm the customer¿s indicated failure mode in the sample returned by the customer. Based on sample evaluation the defect was identified and confirmed. Engineering team reviewed the sample and found a partial cut in the extension tubing. According with the customer description the tubing was cut by the clamp, the only way to reproduce this cut is omitting the IFU usage recommendations. Probably this defect could be related with an incorrect activation of the device. If the user after having correctly done the puncture, first clamped the tubing and after user performed the activation, it is makes the needle hit slide clamp causing a cut. Slide clamp (cavity # 11) was reviewed with the intention to find sharp edges or some burrs that could cause the reported defect however, nothing was observed. It is important to mention that our product is made manually and during this assembly we do not use sharp objects that could cause a damage in the tubing or other parts. DHR showed no problems during assembly of the product that could be related with the reported defect. No actions will be taken at this time; however, we will keep monitoring the manufacturing process in case any emerging trend is detected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced defective/damaged tubing. The following information was provided by the initial reporter: in the process of using sti , the extension tube at the small clip was broken on the next day. The nurse thought that the small clip was too sharp and easy to break the extension tube.